Event description:
Reporter alleged discrepant blood glucose results of 20 mg/dl back to back with a result of 103 mg/dl when testing was performed 1 minute apart on the advantage system. Customer stated the comparison was performed before breakfast, however, did not provide the exact location of the testing. Customer indicated not having any high or low glucose symptoms at the time and no actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.